Event description:
Upon a follow-up performed on (B) (6) 2010, no holter data were retrieved from the implant memories (i.e. Holter memories - aida - were empty). However, upon a previous follow-up performed on (B) (6) 2010, 92-days post implant) normal operation was observed.

Manufacturer narrative:
(B) (4) - this event concerns a device that was MFR and used outside the united states. Analysis is pending.